Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy due to non-physiologic artifact oversensing and baseline shifts, under primary vector configuration. The issue is suspected to be related with the implantable electrode sense b node. Technical services recommended troubleshooting as well as electrode impairment. No artifacts were reproduced with provocative maneuvers, and the s-ICD system was reprogrammed to secondary vector. This s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy due to non-physiologic artifact oversensing and baseline shifts, under primary vector configuration. The issue is suspected to be related with the implantable electrode sense b node. Technical services recommended troubleshooting as well as electrode impairment. No artifacts were reproduced with provocative maneuvers, and the s-ICD system was reprogrammed to secondary vector. This s-ICD remains in service and no additional adverse patient effects were reported.